Event description:
Information received indicates the left foot siderail could not be latched.

Manufacturer narrative:
The technician found that the latch block was not latching but it did not appear to be damaged. He could not determine which part was causing the latching issue. He installed a new latch block, key latch, and shoulder screw to repair the bed.